Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. It was identified that the cuff was placed more distal and not tight enough due to atrophy. All the componentes were removed and a new aus system was implanted. The patient is expected to fully recovered.